Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative contacted the site to troubleshoot the issue over the phone. The biomed staff at the site were able to inspect and replace the fuses on the imaging system. Visual inspection and system checkout was articulated over the phone and performed. The imaging system then passed the system checkout and was reported to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A radiologic technologist (rt) representative reported that the mobile view station (mvs) would not turn on. There was no line power light on the imaging system when plugged into an outlet. This was reported prior to the start of a case. There was no patient present when this issue was identified.